Event description:
It was reported that loss of capture, and high pacing thresholds were observed. Lead had dislodged. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.